Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80: advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
It was reported that the patient is still currently in the hospital in (B)(6) at the time of the call due to his omnipod personal diabetes manager (pdm) blood glucose meter not reading correctly. At the hospital they treated his hyperglycemia with insulin delivery via the pod. There was no further information provided.

Manufacturer narrative:
The returned product was evaluated and performed within specifications. The reported inaccurate test results were not confirmed. No malfunction or product defect that would have contributed to reported hospital visit. Lot release records were reviewed, and the product lot met all acceptance criteria.the product was returned with a different lot and sequence number than was reported and noted on the initial MDR. Lot number changed from unavailable to l60334. Sequence number changed from unavailable to (B)(4).